Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had replace battery now alarm. Customer blood glucose level was 350 mg/dl. Customer also stated that the they did not receive a low battery alert prior to the replace battery alert. The device will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, sleep current measurement, and active current measurement tests. Software was downloaded successfully to the device. No unexpected ¿low battery¿, ¿replace battery now¿, or "power loss" errors were noted. (B)(4).